Event description:
The customer reported that the scopes were dripping fluid containing cidex and staining clothing, shoes and the floor. The machine is completing the cycles with no error messages. However, the soap dispenser is only dispensing soap on the first pump. There does not appear to be any soap coming out during the remaining 4 pumps. There were no reports of injuries. The asp field service engineer (fse) went to the facility to assess the unit.

Manufacturer narrative:
(Other, residual) - capital equipment, evaluated at customer site. The fse adjusted soap pump stroke volume, verified soap pump operation, using test box verified proper movement of water through all channels and spray tower, also verified air compressor operation and movement of air through channels, ran successful wash/ disinfect cycle, device meets mfg specifications. Results: the fse adjusted soap pump stroke volume.